Event description:
It was reported that during a subclavian angioplasty procedure, balloon removal difficulty occurred. The de novo lesion was located in the subclavian artery. Vascular access was obtained through femoral and brachial artery. The lesion was not pre-dilated. The express biliary ld premounted stent system was advanced to the lesion for treatment. The balloon was inflated once to 6 atms and held at pressure until the stent deployed. The balloon was completely deflated using negative pressure, but upon attempting to withdraw the stent delivery system, resistance was encountered. The balloon catheter was removed from the patient intact without incident. The procedure was successfully completed with this device and the physician rated the angiographic results as excellent. No further patient injuries or complications were reported. The patient's status was reported as "perfectly fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.